Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous left anterior descending (lad) artery. The 2.5x15mm nc traveler balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc traveler bdc was soaked and prepped before use with no issue or leak noted during preparation. The nc traveler bdc was successfully advanced to the target lesion for pre-dilatation; however, the balloon ruptured at 10 atmospheres (atm) and the bdc was removed without issue. A non-abbott bdc was used to successfully pre-dilatate the lesion followed by deployment of two xience xpedition stent implants. The 2.75x15mm nc traveler bdc was unpackaged with no resistance noted during removal of the protective sheath. The nc traveler bdc was soaked and prepped before use with no issue or leak noted during preparation. The nc traveler bdc was successfully advanced to the target lesion for post-dilatation; however, the balloon ruptured at 8 atmospheres (atm) and the bdc was removed without issue. A non-abbott bdc also ruptured. Another non-abbott bdc was used to successfully post-dilatate the lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.75x15mm nc traveler device referenced is being filed under a separate medwatch MFR number. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.